Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the coupling tool side was not functioning and defective. It was noted that the tool coupling side was loose due to stripped threads, and the machine coupling side was corroded. It was also noted that the device failed pre-repair diagnostic tests for general condition, function of quick saw blade coupling, and tool coupling to verify if secured with pin. Therefore, the reported condition was confirmed; however, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device screw nut on the blade lock came loose then came off. It was not reported if this event occurred during a surgical procedure, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.